Event description:
An email was sent to report that the customer was in need of a replacement insulin pump as the current one is alarming, and is not delivering the correct amount of insulin. Unable to contact the customer with the information gathered in the email.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.